Event description:
Patient undergoing robotic prostatectomy when monopolar shears sparked. Removed from patient and large crushing hole noted in shaft of instrument. Later thought to have been processing error.